Event description:
It was reported that the capsule broke during implantation of an intraocular lens (iol). The lens was removed and replaced with a sulcus lens. There was no incision enlargement and no vitrectomy was performed. It was stated that there was a user error. No further information has been provided.

Manufacturer narrative:
Patient date of birth: unknown. Patient sex: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: condition of the returned sample was noted to have one distorted haptic and the appearance of viscoelastic, ophthalmic viscosurgical device (ovd). The returned sample was inspected at the manufacturing site under 10x microscope magnification. Sample was observed with the characteristics of acrylic 1-piece intraocular lens (iol). The lens was received with a large cut in the optic zone and another cut near the haptic/optic junction. Visual inspection revealed a few loose particles, which is compatible with handling the lens out of sterile environment. No further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. A review of the process and/or material change does not show a change in manufacturing method, inspections or specifications. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.